Manufacturer narrative:
Case reference number (B)(4) is a spontaneous medical device report initially reported by a burn therapy specialist via customer care on (B)(6) 2021, regarding 'media leaking from the grafts (pt: device malfunction)'. The patient's concomitant medications and medical history were not provided. On (B)(6) 2021, the patient received 48 epicel autografts (cultured epidermal autografts, lot number: ee02787, expiration date: 10-may-2021) for thermal burns. On (B)(6) 2021, it was noticed that here was media leaking from the grafts upon opening the transport boxes. It was reported that surgeon used 48 grafts and 6 extra grafts that were ordered were leaking and not used on the patient. No further information was provided. Case comment: product complaint is listed by convention. Reportedly, 6 epicel autografts were not used as it was reported media leaking from the grafts upon opening the transport boxes. The product complaint was assessed as serious device malfunction by the company. The leak of media did not cause or contribute to death or serious injury but there was a potential to cause serious injury if the event re-occurred. Therefore, this case is assessed as a 30-day medical device report due to the device malfunction and it will be expedited to the us FDA.

Event description:
Media leaking from the grafts [device malfunction];